Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to nasal throat irritation or soreness,headaches,lightheaded,dizziness.there was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 14, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of device is noisy, burning odor, dizziness, headaches, and lightheaded that are related CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed unknown brown contamination on front panel. Potential insects on rear panel and bottom enclosure, blower box lid, air inlet, &iso port (international organization for standardization). Potential brown contamination bottom enclosure. Green spots on bottom enclosure. Potential brown contamination sd flip door. White dust like contamination on blower motor. Potential keratin on blower box. Potential liquid ingress blower box, blower motor with potential mineral deposits. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.